Event description:
The ventilator suddenly stopped delivering gas with "battery empty alarm" after using 2 hours on internal battery. The ventilator did not give "low battery alarm" prior to "battery empty." It shut down immediately after "battery empty alarm." No pt was involved in the incident.